Event description:
The following has been reported: biomed reported: "pump only turns on long enough to say, "unable to install the software update the pump requires service" then shuts down.". "I have a pump that failed to install the software update. The form is attached. I requested logs, but I'm not sure it will work since the pump won't stay on.". Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: unable to download firmware updates. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to customer being unable to install the software update; the pump requires service. Investigation found the som module not functioning properly. Removed and replaced som module and performed functional testing. No other damage found.